Manufacturer narrative:
(B)(4). The system error 2240 was not confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during drain. Per the initial report, home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) explained the alarm and instructed the hp to end therapy and start over with new supplies. Global product surveillance contacted hp on (B)(6), 2011. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.